Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error. The caller stated that he replaced the battery and the button error alarm recurred. The caller did not know the blood glucose reading. The customer had been in the process of changing her insulin when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was unable to perform the displacement test due to its lack of button response. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.